Manufacturer narrative:
The product was returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, an increased resistance with a company injector noticed, and ejected the lens outside of the eye and inspected it under the microscope. There was an abrasion-like defect in the optic noticed. They then used new company lens and a new company cartridge and able to successfully implant the second iol without any patient complications.

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of abrasion-like defect in the optic and increase resistance with the injector; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).